Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip was damaged, causing the tip of the guidewire to protrude considerably from the guidewire. No fracture evidence was noted and there was also no damage to the ptfe jacket. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the poly was properly attached to the corewire. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire could not advanced properly, causing the damage to the distal tip, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the poly tip was properly attached to the corewire. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the placement of a plastic prosthesis on (B)(6), 2011. According to the complaint, after the procedure had been completed, the guidewire was removed and the physician noted that the hydrophilic tip had partially detached. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the placement of a plastic prosthesis on (B)(6), 2011. According to the complaint, after the procedure had been completed, the guidewire was removed and the physician noted that the hydrophilic tip had partially detached. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.